Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. Receiver functional test was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.